Event description:
Unit went inop while in use on a pt. No pt injury was involved. Bio-medical technician checked the ventilator's event detection module and discovered error code 14 indicating a problem with the exhalation valve.